Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider via a company representative reported that the patient has had an increase in back pain and new pain down their left leg. They denied any withdrawal symptoms. External factors included the patient bending over. The patient thought their pump was not working but the healthcare provider interrogated the pump and the read logs; no stalls were noted. It was unknown if any actions were taken to resolve the issues. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that they were in a lot of pain. The patient said, the "whole area around the pump" has been swollen since last week and they were getting nerve pain down their leg. The patient also said, it felt like the pump may have "moved up a little bit." However, the patient has not had any falls or trauma in the past couple of weeks. The patient also confirmed that they were not hearing any current alarms coming from the pump. The patient was redirected to their healthcare provider to further address the issue. The patient recently moved, and the agent provided physician listings to patient over the phone.